Event description:
It was reported that some pins of saw blade shaft were broken in the universal oscillating saw attachment (B)(4). There was not patient harm reported. The surgery was on a 15-minute delay.

Manufacturer narrative:
Universal oscillating saw attachment, serial number (B)(4), has been returned for complaint investigation. Upon receipt, it has been confirmed that 4 pins were broken.the product was not repairable. Since the product was not under warranty, it has not been replaced.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation was then not completed. A follow up medwatch will be submitted once the investigation is completed.